Event description:
It was reported that during a spinal surgical procedure, the saddle of the cap disassembled from the threads. This occurred during final tightening of the locking screws. There were spare implants available in the caddy which functioned as intended and were used to complete the surgery.

Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. The threaded tops were returned (the saddle components were missing), both show wear on the anodize coating on the underside of the part from contact with the saddle. This was the second recorded incident of this type for the atoll system. The event occurred during final tightening of the locking screws. There were spare implants available in the caddy which functioned as intended and were used the complete the surgery. This is a known issue related to surgical technique. If the rod is not bent enough to be parallel to the bottom of the locking screw and the locking screw is being used to persuade the rod into position, it can create stress on the implant that can separate the upper and lower portions of the locking screw. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.